Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens was explanted from a patient's left eye due to patient experiencing visual disturbance, halos and glare. Patient was unhappy with their post-op vision. No further information was provided.

Manufacturer narrative:
Additional information was received reporting there was an incision enlargement and one suture used. No vitrectomy or post-operative injury. Also, the product was not sent back. The serial number was also confirmed for the suspect intraocular lens for this event. No additional information was provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.